Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an abs-10062t angel system with aspiration kit w/ acda had a hole in the tubing and would not fill the centrifuge with blood. It was stated that no blood leaked out of the tubing and no exposure of bodily fluids to staff or the patient. The case was completed with another kit. This was discovered upon opening the package during a revision rotator cuff repair procedure on (B)(6) 2023, with no patient harm.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to a supplier manufacturing issue.